Manufacturer narrative:
The device referenced in this report was returned to olympus and evaluated. There is no image due to damaged patient circuit board. The scope connector is loose and unit has old software version 3.01. The unit requires patient board and connector socket replacement. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the evis exera iii video system center is not compatible with the 180 series scopes. No patient harm or injury occurred due to this malfunction.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device is a product before countermeasures due to a change in the operational amplifier circuit design of the dr board, and it is likely there was no image due to failure of the operational amplifier. Additionally, the scope connector was loose. The instructions for use (IFU) provides the following guidelines for connection of an endoscope: "do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection. Push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards." The cv-190 troubleshooting instruction manual has the following description: "never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. "